Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has hemolysis and is currently an outpatient. At 8800, rpms the parameters were normal with multiple pl events. The pt has recovery with ejection fraction of 50%, no diuretics. The last echo which was performed on (B)(6) 2014, the aortic valve opens. The pt's ldh was the following: (B)(6) 2014: 498, (B)(6) 2014: 322, (B)(6) 2014: 920, (B)(6) 2014: 809, (B)(6) 2014: 997, plasma free hgb 5.6. The hospital staff increased the patient's inr goal (2.5-3.5), and aspirin to 325 mg daily. The pt was also given persantine 75mg three times per day. The vad coordinator reported on (B)(6) 2014 that the pt is home doing well with no issues.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it remains in use supporting the pt. A full evaluation was unable to be performed. A review of the device history records revealed the pump met all applicable specifications upon product released. No further info is available at this time. The manufacturer is closing its file on this event.